Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 8.6 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a motor stall was observed upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed a motor stall had occurred and showed multiple motor stalls and motor stall recoveries. A motor stall occurred on (B)(6) 2019 and recovered within about an hour. A motor stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019. It was noted the duration was about 7.5 hours. Multiple motor stalls and recoveries occurred on (B)(6) 2019. It was confirmed there were no electromagnetic interference (emi) sources or magnetic sources present. Motor stall considerations were reviewed. It was requested the device be returned for analysis if explanted. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Event description updated to reflect the information received on 2019-feb-11. Reporter section updated to reflect the information received on 2019-feb-11. Patient code (B)(4) added to reflect the information received on 2019-feb-11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-feb-11. It was reported that the patient went through withdrawal following a motor stall. The motor stall was confirmed by reading the pump for logs once the patient's symptoms were evident. The pump was replaced on (B)(6) 2019, and sent for analysis. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was replaced on (B)(6) 2019. The pump was planned to be returned to the manufacturer.